Event description:
Pacing a pt, the device was unable to capture the pt's heart rhythm while using non-zoll electrode pads. The clinician obtained another device to continue treating the pt. The pt subsequent expired. The electrode pads were discarded and are not available for evaluation.